Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1005 indicating an open circuit condition was detected during a shock delivery. The health care professional (hcp) called technical services (ts) for further review of the stored episodes. Upon review, the electrogram (egm) showed patient was in a ventricular fibrillation (vf) and the device delivered shocks that successfully converted the arrhythmia. During one of the shock delivery, device detected high out of range shock impedance measurements on the right ventricular (rv) lead leading to the code 1005. Further review of the daily threshold and impedance measurements trend report showed a sharp rise in shock impedance measurements from 50 ohms to 140 ohms in the past two years. Ts recommended for the lead to be replaced. At this time, evidence suggests this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.